Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump is leaking insulin and appears to be leaking from the top of the reservoir chamber. The customer's blood glucose reading was 150 mg/dl at the time of incident. Troubleshooting found that the reservoir is leaking from the top of the p cap. The customer indicated that they will return the reservoir and infusion set for analysis. The customer was advised that the device would be replaced.